Event description:
It was reported that during a coronary treatment procedure, a balloon rupture occurred.the 90% stenosed lesion was located in a non-calcified, moderately tortuous mid left anterior descending artery. The 15mm x 2.5mm maverick 2 balloon was inflated to 10 atms and ruptured upon first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).